Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly experienced a seizure and/or loss of consciousness; however, there was no report of third-party intervention required. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly experienced a seizure and/or loss of consciousness; however, there was no report of third-party intervention required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. As per additional follow up with the customer, there was no medical event which occurred with this issue. The previous initial and follow up reports were sent in error. No further reports will be submitted.

Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly experienced a seizure and/or loss of consciousness; however, there was no report of third-party intervention required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that they obtained a sensor error message from the adc device. Due to this, they reportedly experienced a seizure and/or loss of consciousness; however, there was no report of third-party intervention required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, and extraction was successful. Extended investigation has been performed. Visual inspection was performed on the returned sensor, did not observe any evidence of misuse or abnormalities . Data was successfully extracted. The returned sensor was de-cased and no issues were observed on the patch component or sensor flag. Glucose solution test was performed to check the functionality of the returned patch's reading. No issues were identified. Sensor was in active/paired state indicating the sensor was functioning correctly. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.